Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. We received three very small fragments of the screw head for investigation. The rest of the screw was not returned. Measurements were not possible. It is possible a mechanical overloading situation caused the breakage. No product or material related irregularity was found.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Event description:
A hospital in (B)(4) reported the tip of a cranial screw broke during insertion. The surgeon took out the fragment and used another screw to complete the procedure. The surgery was delayed about 30 minutes.